Event description:
It was reported that the patient presented in-clinic due to lead noise. Lead damage suspected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.